Event description:
Several specimens were sent down on this pt and other pts on the same floor, same day. Many of these specimens were hemolyzed. On this pt approx 4 specimens hemolyzed. Green top tubes used on all specimens.